Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, the fse ordered a part for further testing. Repairs are currently pending. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had an electrical test failure code 50. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, g1 (contact person ¿ mfg site), h4. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. To fix the issue, the fse replaced the motor controller board (0671-00-0004). The unit was returned to the customer and cleared for clinical use.